Manufacturer narrative:
Follow-up #1: date of submission 08/03/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/12/2016 with the following findings: there were unexplained pump reboot events observed in the black box. The battery compartment was cracked. Corrosion was observed inside the battery compartment. The pump was exercised for 24 hours with no issues observed. A leak test failed with the battery compartment leak. There was no evidence of internal moisture found on the internal components of the pump. The display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was an intermittent power issue and the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.